Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead and fixate were added. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's three electrodes on the right lead were not functioning. It was believed that the lead was fractured. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's three electrodes on the right lead were not functioning. It was believed that the lead was fractured. The patient will undergo a revision procedure wherein a lead will be replaced.